Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, the corrected information and the additional lot number received. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on both exhaust tubes and strain relief of the pump. A separation is noted in the inlet tube of the pump. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. Tissue was noted inside the pump. Partial separations within abrasion are noted on the exhaust tube of cylinder #1 and cylinder #2. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with cylinder #1 or cylinder #2. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the inlet tube of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no other complaints reported for lot 2036495. Review of nonconforming reports revealed no nonconformance's with this lot that would have contributed to the reported event. No capas for issues of this type are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was cracked tubing.